Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 90343-05, receiver module model 90478, and central monitor model 91387-38 failed to generate an alarm for an eight beat run of ventricular tachycardia (vtach) at 8:39 p.m. On (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs dispatched a field service engineer (fse) to inspect the involved devices; however, the equipment was still in use on the patient. The facility declined the fse access to the equipment; therefore, no testing was performed. The facility provided the patient retrospective database for review. Spacelabs has launched an investigation of this event and will file a supplemental report when the investigation is complete. Placeholder.

Manufacturer narrative:
Spacelabs dispatched a field service engineer (fse) to inspect the involved devices; however, the equipment was still in use on the patient. The facility declined the fse access to the equipment; therefore, no testing was performed. The facility provided the patient retrospective database for review. The database was reviewed by a spacelabs lead software engineer. The database confirmed the presence of an eight beat episode of vtach at the reported time. Additionally, the alarm log and alarm history folder confirmed an alarm for vtach at the reported time. There was no equipment malfunction; this complaint was the result of a user error in that the monitor technician overlooked the alarm record during a retrospective review of the patient¿s database record. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 90343-05, receiver module model 90478, and central monitor model 91387-38 failed to generate an alarm for an eight beat run of ventricular tachycardia (vtach) at 8:39 p.m. On (B)(6) 2015. No one was injured as a result of this event.